Event description:
(B)(6) employee said his dentist complained to him that he has had some clamps break. On (B)(6) 2012, spoke to the dentist. He said that since the finish change he has noticed more breaks. I asked him to explain. He said that the shiny finish did not break like the dull finish. He said that he wishes to change back. I told him we still make the shiny finish. He said that he does not know why he has received the other finish. I asked which clamp was breaking. He said that he thought it was the w8a. He was busy and put his assistant on the phone. The assistant said that it is definitely the w8a clamps. She said that she has not had any recently break for her, but that she would check later with the other assistants if they had any breaks recently. She said that she had 6 clamp breaks while in use, during a 1 months period about 6 months ago. She said that they were all fairly new clamps. She said that they sterilize at 275f for 20 minutes with a dry cycle to follow. She said that they use the schein maxizyme tabs in the ultrasonic. She said that she has noticed that in the last 2-3 years that the clamps are starting to stretch out quicker than they used to. She said that they also go through them faster because they deform easier. She will call back after speaking to the other assistants about their experiences and she will see if they have any clamps to return. I told her I would send them 6 new clamps to replace the broken ones and they will be in stainless finish since the dentist mentioned preferring that finish.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr 803. We cannot rule out causality. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." The dentist has stated that no one was injured during the incidences.